Event description:
Litigation papers allege the patient suffers from debilitating pain, discomfort and the inabiltiy to perform daily activities. Patient is bilateral.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 07/09/2014 - medical records received. Patient revised to address pain. Upon revision, metal synovitis, osteolysis, metallosis, and fluid were noted. The information received does not change the MDR decision. This complaint was updated on: 07/21/2014.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. Depuy still considers the investigation closed at this time.